Event description:
The customer observed false reactive alinity I hbsag results on one 30yrs old male patient. The results provided were: initial hbsag=2.51 iu/ml (> or = 0.05 iu/ml=reactive) /repeated=2.25 iu/ml and 2.06 iu/ml /confirmation test c2=29.05 s/co (> or =1.00 s/co) =100.8 % (> or = 50%=confirmed positive) /previous history=negative last year during medical examination. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 8p09-22 that has a similar product distributed in the us, list number 04p54. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
On 05jul2022 additional information provided by the customer: the customer redrawn patient with two different specimens and performed confirmatory testing and determined the confirmed reactive for hbsag. The customer agrees with alinity I hbsag results for this patient. The customer not concerned for hbsag results generated by alinity I processing module. Based upon this new information, this complaint no longer a reportable event,